Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed loose/falling off bending section cover (a-rubber) could not be determined, however, the damaged rubber cover was likely the result of external factors or handling. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of entire endoscope¿ ¿3 visually check that there are no abnormalities such as cracks, dents, edges, or scratches on the appearance of the insertion tube. 4 visually check that there are no abnormal slacks, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. 5 gently grasp the insertion tube and slide it along its entire length to ensure that it does not get caught. 6 check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens. 7 check that there are no scratches, chips, or cracks in the adhesive on both ends of the curved cover¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name:(B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: adhesive on bending section has a chip, the number of broken wire in bending tube blade exceeds specifications, scratches on various parts of the device, video connector has a crack, and label on video connector is peeled. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope rubber on the bending part is damaged. During inspection and evaluation, bending section is falling off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.